Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. There was no frozen screen noted. All the buttons worked properly no damage on the keypad assembly. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a high blood glucose level and a frozen screen. The blood glucose at the time of the incident was 331. The customer was not able to troubleshoot for the high blood glucose, because the screen is frozen. The device will be returned for analysis.